Event description:
It was reported that during use with the bd vacutainer® sodium heparin (nh) 75 usp units blood collection tubes, erroneous results were obtained. Results were not reported out and there was no patient impact. The following information was provided by the initial reporter, translated from chinese: a laboratory teacher was using product number 367871 and found that the specimen was hemolyzed, which affected the test results. 1) what tests were affected? What analytes? -lactic acid, blood ammonia. 2) were any erroneous results reported to healthcare provider? -no. 3) if so - were any patients treated based on the erroneous results? No. 4) what instrument is used for the testing - name and model # -orsendo vt5600.

Manufacturer narrative:
The following fields have been corrected. Mdrf annex e grid (1). Imdrf annex f grid (1). H.6. Investigation summary: this complaint is unconfirmed. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and hemolysis was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-lactic acid) because testing for lactic acid via material number 367871 is not within bd claims. Additionally, further clinical testing could not be conducted as bd clinical laboratories are currently unable to validate testing for the blood ammonia analyte. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis based on the photo provided. This complaint was unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes, erroneous results were obtained. Results were not reported out and there was no patient impact. The following information was provided by the initial reporter, translated from chinese: a laboratory teacher was using product number 367871 and found that the specimen was hemolyzed, which affected the test results. 1) what tests were affected? What analytes? -lactic acid, blood ammonia. 2) were any erroneous results reported to healthcare provider? -no. 3) if so - were any patients treated based on the erroneous results? No. 4) what instrument is used for the testing - name and model # -orsendo vt5600.